Manufacturer narrative:
Concomitant products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot# va059gz, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot# v875210, implanted: 2013, product type lead. (B)(4).

Event description:
It was reported the patient ¿had a mild infection at the lead site at her skull.¿ it was stated the site was to be ¿washed out¿ and the infection was to be treated with antibiotics. It was noted the implant remained in place at the time of report. Additional information stated the results of a culture that was taken indicated the site was ¿positive for infection.¿ it was noted the patient was ¿fine¿ and ¿getting antibiotics and being observed¿ four days after initial report. It was reiterated that the device remained implanted. A supplemental report will be filed if additional information is received.